Event description:
It was reported by the initial reporter that when the surgeon removed the transilluminating cable from the patient the device's tip became detached. Endoscopy was performed to retrieve the tip. The pt was not injured. There was no deterioration of the patient's health reported in association with this incident.